Event description:
It was reported that the right ventricle lead exhibited high defibrillation impedance. The right ventricle lead was capped and replaced on (B)(6) 2022.

Event description:
New information notes that the patient condition was stable before, during, and after the surgery on (B)(6) 2022.